Event description:
It was reported, the patient never received therapeutic effect. The patient's device was explanted so she could have an MRI of her shoulder. It was also reported, the patient had been using a catheter since 2010. It was noted, the catheter was physician prescribed. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID, 3093-28 lot# v053146, implanted: 2008 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).